Event description:
The patient presented in the emergency room after a syncopal episode. It was reported that the right ventricular (rv) lead was exhibiting high impedance and no capture, possibly due to fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).